Manufacturer narrative:
Device code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated a new motor stall occurred on (B)(6) 2017 and the patient experienced underdose symptoms. The patient was given a bolus via catheter access port (cap). The pump was used to deliver baclofen (3000mcg/ml, 1200mcg/day). It was noted elective replacement indicator (eri) was 19 months. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was replaced on (B)(6)2018. The patient's status was reported as "rolling good" now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated the event aware date was 2017 (B)(6) and again 2017 (B)(6). It was stated the patient was receiving lioresal (3000 mcg/ml at 800 mcg/day) at the time of the event. The motor stall had recovered but went into motor stall again. The patient did not have any electromagnetic interference (emi) exposure. The cause of the motor stall was not determined, and the pump was replaced. Troubleshooting included waiting for the motor stall to recover. The patient experienced increase of spasticity and high temperature. The pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal (unknown concentration and dose) in an implantable pump for an unknown indication for use. A motor stall occurred on (B)(6) 2017. The pump was refilled and updated (infusion simple continuous mode). No further information was provided.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.